Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is normally between 100-130mg/dl. Last 5 results in memory were 70mg/dl, 73mg/dl, 46mg/dl, 75mg/dl, 55mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (46) and the highest normal result (130) is located in zone b/d. No adverse event reported.

Event description:
Consumer complaint of low blood results. Caller normally is normally between 100-130 mg/dl. Last five results in memory were 70 mg/dl, 73 mg/dl, 46 mg/dl, 75 mg/dl, 55 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (46) and the highest normal result (130) is located in zone b/d. No adverse event reported.